Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation is necessary. Re-implantation was carried out, but the device has not been received yet.

Event description:
Reportedly the user's hearing performance with the device was affected since(B)(6) 2024. The user was reimplanted on (B)(6) 2024.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly the hearing performance with the device is affected since (B)(6) 2024. Revision surgery has been scheduled for (B)(6) 2024.